Event description:
The customer reported that the clinimacs tubing set ls spike broke at the bubble trap during usage. They informed miltenyi biotec inc. Representative which supported the customer to connect a new spike in a sterile way, so that the cells could be processed as usual.